Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they tried to press the act button but they cannot get it passed that. The customer's blood glucose level was unknown at the time of the incident. The customer was not wearing the insulin pump since a day or so as they did not have any insulin and it started beeping and indicated no delivery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board noted. Unable to verify no delivery alarm due to unlocked connector.